Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that resistance was experienced when filing multiple cartridges with insulin. A supply change was performed to address the issue. Customer's blood glucose level was 198 mg/dl.